Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Upon review of the films provided, it appears to show a change in height of the spacer on the right side of the construct. No revision surgery is planned. Since the device associated with this report was not returned, a complete evaluation could not be conducted. The exact cause of the reported issue could not be ascertained.

Event description:
It was reported to globus that approximately 13 weeks post-op, one implant from a single level bilateral plif appears to have reduced in height. Level of fusion/support is l5-s1. No revision surgery is planned.